Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for device check, noise was observed. Review of stored egm revealed non-physiological signal deflections and out-of-range auto-capture measurements. Further tests to evaluate the leads and programming changes to avoid inappropriate therapy until resolution were recommended. No further information was available.

Manufacturer narrative:
External insulation abrasion was noted at 36.5-37.0cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observations of noise and capture anomaly.

Event description:
New information received notes that the lead was explanted and replaced.